Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having high blood glucose levels. Customer stated that her insulin pump will not stay on and shuts off on its own. Customer stated that she sees the time on the pump change. Customer was advised that the pump is not shutting off but timing her out. Customer 's blood glucose was 596 mg/dl at the time of the incident. Customer's current blood glucose is 229 mg/dl. Customer had symptoms related to her high blood glucose such as shortness of breath and feeling tired. Customer treated with a shot. Troubleshooting was performed. Customer was advised to do a complete set change. Customer was not pressing act to initiate rewind and this is why the pump would time out.